Event description:
Related manufacturer report number: 2017865-2022-50481. It was reported that the non-pacing dependent patient presented for in-clinic follow-up. Upon device interrogation, oversensed noise and low pacing impedance were exhibited by both the right atrial and right ventricular leads. The noise resulted in episodes of inappropriate automatic mode switch and pacing inhibition. The patient was scheduled for revision where both leads were explanted and replaced. The patient was stable.